Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat. Leak test and microscopic analysis was performed which identified: delamination of the valve 75% partial separation). Although the valve is delaminated, it does not leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a delamination partial of the valve (cohesive failure). Device no leakage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.